Manufacturer narrative:
The patient was hospitalized for the event on the same day as onset and started treated with injection amikacin (250 mg, intraperitoneally, once a day) and injection vancomycin (1 gm, intraperitoneally, repeat every three days). The cause of the event was unknown. Three days after event onset, the patient was considered recovered and was discharged. Eleven days after discharge treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis event were not reported. The patient was not hospitalized for the event. No further information was provided regarding whether dianeal therapy was ongoing. No additional information is available.